Event description:
The pump has been returned and was evaluated by product analysis on (B)(6) 2012, with the following findings: the force sensor was found to be out of calibration. The force sensor pins were found to be partially dislodged. During evaluation the pump did not detect the cartridge during the load cartridge step. This report is being made based on the evaluation results.

Manufacturer narrative:
The pump has been returned and was evaluated by product analysis on (B)(4) 2012, with the following findings: the force sensor was found to be out of calibration. Evaluation revealed a dislodged display screen and partially dislodged force sensor pins. During evaluation the pump did not detect the cartridge during the load cartridge step. Unrelated to the event the display was found to be dim and pink. Recall number: 2531779-03/24/2010-003-r.